Event description:
The complaint was reported as: alleged issue: it was reported that "trocar (balloon) burst on inflation". No pt injury reported.

Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, MFR will continue to monitor and trend relating complaints.